Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that ems assisted him due to a low blood glucose in the 30 mg/dl and 40 mg/dl ranges. The incident occurred on (B)(6) 2014. The patient was treated with a sugar IV and monitored for a short time before ems left. Additionally, the patient had been experiencing low blood glucose events for the past 4 days. His blood glucose would decrease to the 30 mg/dl range. He would treat with soda. Troubleshooting occurred for the low blood glucose. The device programming was accurate. There was no magnetic inference on the insulin pump. However, the customer believed that the device was over-delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. No cosmetic damage noted.